Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and high undefined impedance on the right atrial (ra) lead. The lead was capped and re placed. No patient complications have been reported as a result of this event.